Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event or patient information is available. Data will not be analyzed as signal loss for one hour or less is within specification. The complaint confirmation could not be determined. No root cause analysis was performed. Labeling indicates: the dexcom g6 mobile app is only compatible for select smart devices and mobile operating systems.